Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. Claim # 407383.

Event description:
The surgeon inserted a aa4204vl single piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. Another lens was inserted and a suture was required to close the wound. The cause of the lens tear was due to the way the lens was loaded. This is the second lens for the same pt. See MFR report #2023826-2006-00266.